Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
It was reported to boston scientific (bsc) on 10/10/2006 that a patient experienced distress after a procedure to remove stones using the maxforce billiary dilatation balloon. The balloon was inflated in the patient, but would not deflate properly. The physician had to retrieve the scope with the inflated balloon through the scope. Bsc is not sware of any adverse effect to the patient.